Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard possible IV site infection in the presence of other infectious processes. The following information was provided by the initial reporter, translated from french to english: ¿date of event: (B)(6) 2025, equipment concerned: bd insyte autoguard model: 381833 lot :4310283 per: (B)(6) 2027 problem encountered: after removal of catheter, wound and pain with inflammatory induration of a patient. Action taken: alcohol and water compress on the wound. Atypical treatment, antibiotic. Patient impact: inflammatory pain fever the device is not available photo and doctor's description attached¿ attached is an infection following a peripheral catheter inserted in smr on (B)(6) 2025 at 12 noon before a colonoscopy scheduled for the afternoon. The patient was vomiting and is diabetic. The catheter was removed the same evening after the examination. In the weekend (B)(6) that followed the appearance of pain with inflammatory induration, compress alcohol and water applied. On monday (B)(6) noticed this, patient had covid + fever. Treated by augmentin. No major biological inflammatory syndrome: 36 on (B)(6) and 46 on (B)(6). Apyretic since (B)(6).

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of an area of the skin appeared to be red and a circle feature in the skin was observed within the area of redness. The IV catheter was not visible in the photograph. No damage or defects associated with the IV catheter could not be confirmed from the image. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing or sterilization process.

Event description:
No additional information.